Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 device code and h6 results code the reported event could be confirmed, since imaging provided indicates loosening of the tibial component and subsidence of the talar component. Medical affairs was consulted on this case. According to their review of the available information, "the two CT-slices show a clear loosening of the tibial component, indicated by a radiolucent zone around the component, flanked by a sclerotic line. The talar component has subsided." Also, "since the CT-images show a clear loosening of the tibial component, and subsidence of the talar component, the patient may complaint about pain and loss of function. Also, the imaging is indicative for a low grade periprosthetic joint infection (the sclerotic line can be response to create a line of a defense thrown up by the bone to prevent the infection from spreading further into the bone). To confirm symptomatic loosening and/or periprosthetic joint infection, clinical information is necessary. This is not available now." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - d1, d4 (catalog#), gtin, g4, h6 (health impact code, results code) the reported event could be confirmed based on information provided that indicates a gutter debridement was performed and imaging and information from the initial reporter indicated slight subsidence of the tibial tray. Medical affairs was consulted on this case. According to their review of the available information, regarding the tibial tray & stem construct "there is some subsidence without signs of loosening of the prosthesis." Also, "since the CT-images show no clear loosening, intraoperative findings and implant retrieval may be helpful to assess the root cause. The implant as such looks in order, assessment of the pe-liner can best be done on the retrieved component." It was noted the tibial construct and talar dome were not explanted as there were not signs of loosening intraoperatively. A gutter debridement was performed with a poly swap. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.